Event description:
It was reported that the patient was seen in the office and high right ventricular (rv) lead threshold was observed. It was noted during the sensing check, no r waves and lost of capture was observed. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The high voltage coils remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592 implantable pacing lead, implanted: (B)(6) 2013; 4194 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).